Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-25109 and 1627487-2015-25110. Follow-up revealed upon product analysis the patient's extensions were out of specification in a manner that could have contributed to the event. In turn, the patient's extensions have been added to this event as new device reports (device 2 and 3).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) has two leads from the same lot number.it was reported the patient was experiencing ineffective stimulation due to high impedance measurements. In turn, the patient underwent surgical. During the procedure the physician observed a cut on one of the patient's leads. As a result, the physician explanted and replaced (with a different model) the patient's leads and two extensions.

Manufacturer narrative:
Evaluation codes: results the complaint for ¿damage lead¿ was confirmed; as received the leads were visually examined under the microscope. Two terminal ends approximately 53 cm and 59 cm long. Two stimulation ends approximately 8 cm and 2 cm long. The outer tubing was not breached. Stim end and terminal end of the lead segment were clear. Slight discoloration in the lead body consistent with the explant procedure. All lead segments passed the conductivity test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.